Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000514143. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000518955. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) cuff component would not remain open long enough for the patient to completely empty their bladder causing repeat pump activations. A surgical procedure was performed during which the entire device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) cuff component would not remain open long enough for the patient to completely empty their bladder causing repeat pump activations. A surgical procedure was performed during which the entire device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024.serial number: n/a.batch/lot number: 1000514143.model/catalog description: balloon fgs 61-70 cm.unique identifier (UDI) #: (B)(4) .model number/catalog number: 72404127.serial number: n/a.batch/lot number: 1000518955.model/catalog description: control pump fgs iz.unique identifier (UDI) #: (B)(4) .corrected the adverse event/product problem field (b1) in section b, adverse event/product problem.the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation too fast is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. A risk review confirmed that the event of device reinflates too quickly was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.